Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. (B)(4). We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the surgery, the threads ruptured successively even without applying force on them. The threads also were released from the anchors easily. The surgeon questioned the products validity and it was verified that they were within the expiration date. He used 6 products in the surgery and all presented problems. The surgeon reported that there was an increase in the surgery time due to the problems occurred with the products. He didn't feel confident if the devices would have a good performance once they failed many times during the procedure. See associated medwatch # 1221934-2015-780, 1221934-2015-00781, 1221934-2015-00782, 1221934-2015-00783, 1221934-2015-00916.